Event description:
This male patient with a history of hypertension, former smoker, family history of cad, diabetes (oral treatment) was admitted for coronary elevation secondary to unstable angina. The patient was currently taking ca2+ antagonist, ace-inhibitors, diuretics, clonidine (oral treatment for diabetes). Angiography revealed a lesion within the bifurcation of the left anterior descending (lad) and the first diagonal branch. Heparin was administered. The lad was predilated with a 2.5 x 20mm balloon inflated to 14atms. A 2.75 x 23mm cypher was deployed to 18 atms. The diagonal branch was predilated with a 2.5 x 20mm balloon inflated to 9 atms. There was a residual stenosis of 20%. The physician made the decision to not implant a stent in the diagonal. The stent was not post dilated and no kissing balloon was performed on the bifurcation. Approximately 13 months later, the patient returned for repeat angiography due to angina. Angiography revealed progression of coronary disease in the lad/diagonal. This was treated with additional stenting. This was deemed to be a target vessel, non-target lesion. Further information received confirms that the area treated in the lad was within 5mm of the previously placed cypher stent.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.